Event description:
It was reported that there was an alert for the left ventricular (lv) lead impedance being at 1007 ohms. It was noted that the lv lead impedances had been in the 700 ohms range. The lv lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 implantable tachy lead (B)(6) 2010; 507652 implantable pacing lead (B)(6) 2007. (B)(4).